Manufacturer narrative:
G4:28dec2020 b4:(B)(6)2020 the customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
The customer reported primary test failure and 5v failure when the ventilator was powered on. There was no patient involvement. The remote service engineer advised the customer to replace the power management board.